Event description:
Pt with dvt, ileal caval clot, poor prognosis due to late stage malignancy. Age, sex and diameter of vena cava are unk. Right jugular approach used for implantation. Filter released into vena cava and remained closed. Filter moved to plumonary artery. The filter was snared, but unable to retrieve. Pt declined any further treatment. Films may be available later.